Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by a basic evaluation patient that they were leaking a lot. The patient believed that they were retaining as when they voided and then went to wipe it was like they had not voided; the urine just flowed out. No further complications were reported at this time.